Event description:
On (B)(6)/2009, patient reported infusion device's piston rod blocked during retraction. He stated the piston rod was approximately 1/2 way retracted and infusion device displayed e10 (cartridge error). Patient reported there was ongoing noise that "something was sliding up and down piston rod." He stated this occurred over the past couple of days. Had patient insert a brand new battery (same type) and attempt to return piston rod. Patient reported the same thing occurred. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Advised to switch to backup infusion device. Product was replaced and requested return of suspect product for evaluation.